Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the sensor is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 caller noticed ¿redness, itch and wound¿ at the site of the sensor insertion. Caller noted customer had contact with a healthcare provider and was prescribed an unspecified ¿gel/ointment¿. Caller did not know the name of the medication. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s caregiver reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 caller noticed ¿redness, itch and wound¿ at the site of the sensor insertion. Caller noted customer had contact with a healthcare provider and was prescribed an unspecified ¿gel/ointment¿. Caller did not know the name of the medication. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and blood was observed on the sensor plug which indicate that sensor has been used. The sensor plug was fully seated and no issues were observed. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.